Event description:
Nurse was going to check pca settings, when nurse pushed the history button pca went to screen that said equipment malfunction get new device. There was a continuous high pitch alarm going off (alarm 623/000). Patient had not used pca and did not even have it attached to her. No harm done to patient.